Event description:
Bipap was alarming, occasionally at first, for tidal volume. Staff suspected it was related to the way the patient was breathing. The bipap was connected to a 'y' that had a noisy flowmeter and respiratory technician connected the machine directly (without the 'y'). Low tidal volume alarm was still going off occasionally. O2 settings were changed from 50%-100% and patient oxygen saturations were low, but did not change with increased o2. Bipap continued to alarm for tidal volume and then for o2 flow. Patient was placed on non-rebreather and e-cylinder and o2 sats improved.